Manufacturer narrative:
Correction - h6 - medical device problem codes of "failure to capture" and "failure to sense" should have been " insufficient information" as these were not confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23849. 2017865-2021-24054. It was reported that after a replacement procedure on (B)(6) 2021 due to their right ventricular and right atrial leads losing functionality due to clavicular crush. Both leads were capped and replaced. During the same procedure, a new pacemaker was also explanted. The patient's new pacemaker could not be interrogated despite the device functioning well otherwise. Interrogation was later found to be possible with rf telemetry the next day on (B)(6) 2021 without further intervention. The patient was discharged post-procedure.